Manufacturer narrative:
(B)(4). Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, procedure the jaw broke. Per the surgeon, the I-blade was hard to deploy and he felt like the instrument needed some lubricant, it was really hard to move the I-blade across the jaw. After some uses the jaw broke and they had to use another device. There were no adverse consequences for the patient.